Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Tha with a combination of adept cup 50 mm, head 44 mm plus 8 mm and accolade tmzf. Metallosis is prominent and the neck is damaged due to corrosion of the neck. There is no doubt that it is metallosis.

Manufacturer narrative:
Reported event: an event regarding crack/fracture and wear involving an accolade stem was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the trunnion of the stem is severely worn. The device has fractured at the point of wear. Material analysis: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. The device fractured in overload at the point of wear. No further material analyses were performed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the accolade stem was revised due to metallosis and fracture of the neck of the femoral stem. It was reported that the stem was implanted with a metal head from another manufacturer. Visual inspection of the returned device indicated that the trunnion of the stem is severely worn. The device has fractured at the point of wear. The exact cause of the event could not be determined. However, a review of documentation, which was packaged with the device at the time of manufacture, indicated that the reported accolade stem is only compatible with stryker-manufactured heads: "do not substitute another manufacturer¿s device, except if identified in compatibility section above, for any component of the howmedica osteonics total hip system. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant." The user's intentional off-label use of the device likely contributed to the device failure. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Tha with a combination of adept cup 50 mm, head 44 mm plus 8 mm and accolade tmzf. Metallosis is prominent and the neck is damaged due to corrosion of the neck. There is no doubt that it is metallosis.